Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in an adult female patient who had essure (batch no. 627739) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial thickening (d & c). Concomitant products included nsaid's since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain / pain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), mood swings ("mood swings"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and back pain ("lower back pain"). At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, mood swings, rash, migraine, headache, dysmenorrhoea, alopecia and back pain outcome was unknown and the depression and anxiety had not resolved. The reporter considered alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: right tubal ostia. Six coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Left tubal ostia. Three coils were noted to be present in the uterine cavity . Diagnostic results: she had essure confirmation test results shows total bilateral occlusion. On (B)(6) 2008, she had dilation and curettage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received. Events mood swings, rashes, migraines, headaches, dysmenorrhea, hair loss and lower back pain added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in an adult female patient who had essure (batch no. 627739) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *she had essure confirmation test results shows total bilateral occlusion. On (B)(6) 2008, she had dilation and curettage. Concurrent conditions included endometrial thickening (d & c). Concomitant products included nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain / pain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), mood swings ("mood swings"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("lower back pain") and urinary tract disorder ("bladder, urinary problem,bladder problem"). At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, mood swings, rash, migraine, headache, dysmenorrhoea, alopecia, back pain and urinary tract disorder outcome was unknown and the depression and anxiety had not resolved. The reporter considered alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, rash, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: right tubal ostia. 6 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Left tubal ostia. 3 coils were noted to be present in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: added new event bladder, urinary problem,bladder problem. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.